Event description:
It was reported the patient heard the lead integrity alert and went to the emergency room after experiencing several inappropriate shocks due to t wave oversensing on the ventricular lead. It was also reported that r wave amplitude showed some fluctuation. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lead integrity alert triggered. One patient alert for lead failure predictor occurred on (B)(6) 2011 15:53:33. A 13 episodes of ventricular nonsustained tachycardia (nst) of <=210 ms occurred on (B)(6) 2011 in the timeframe between 08:16:21 and 16:01:13. 1 ventricular fibrillation (vf) episode of 210 ms average ventricular cycle occurred on (B)(6) 2011 15:16:02.